Manufacturer narrative:
(B)(4).

Event description:
A customer reported that there was a clear fluid leak from coulter lh500 hematology analyzer onto the counter. The drips were only seen while the instrument was cycling controls. The instrument generated a blast flag and no differential results. The operator was wearing gloves when the leak was discovered. There was no report of exposure to mucous membranes and no one needed medical attention. Material safety data sheet (msds) was not reviewed, but there is an exposure control or risk management plan in place at the facility. Field service engineer (fse) assisted the customer over the phone with replacing the erythrolyses tubing to resolve the erythrolyses leak. There was no report of patient results being affected by this event.